Event description:
The patient was seen in the clinic with noise noted on the stored egms. The noise was reproducible with arm movement on both the atrial and ventricular channels. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.